Event description:
It was reported that 10 bd discardit ii¿ syringes with needle had cracked barrels. The following information was provided by the initial reporter: "the customer has complained that they have received cracked bd discardit ii 5ml with 22*1. The affected quantity is 10 units. In the picture provided by the customer, the crack is seen on the barrel of the syringe."

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. (B)(4). Investigation summary: there are no samples and one photograph along with the reported complaint of barrel cracked. The investigating team has used the retention samples of material number 301285 and lot number 2033648 for investigating the reported defect. The investigation and simulation were carried out on retention samples where the investigating team has visually tested the samples for barrel cracked and no barrel cracked was found in the retention samples. Based on the photograph the defect is confirmed. The cracking of the barrel was observed while simulating this process. It was found that when cold barrels (stored in poly) are mixed along with online barrels, there is a temperature variation of hot and cold barrels as they are passing through the pneumatic shoot. As a corrective action the following two steps have been taken: the temperature variation causing the frequent changing of pneumatic pressure silo will be fixed. This silo will store the material before transferring to machine, this will now ensure that the barrels will all have a uniform cold temperature when its moving in the pneumatic shoot towards the machine. The DHR of material no. 301285 with batch no. 2033648 was checked and there was no quality notification found on this lot no. From its production date to its dispatch on date. If samples are received in the future the complaint will be reopened for further investigation.